Event description:
Facility reports that while lowering a 320lb resident into bed, using an uno 102 pt lift that the actuator bent. Resident did not suffer any injury as he was already close to the bed.

Manufacturer narrative:
In 2007, a liko distributor was allowed to view and examine the uno pt lift. The actuator was replaced and the lift returned to service at the facility. While inspecting the lift the distributor noted the following: "the front castors were loose and bending at an angle. Charging cable was patched with eletricians tape and a new plug and been added. Base actuator held in place with a non-spec screw. All wheels needed cleaning." The bent actuator will be returned to the MFR for analysis.